Event description:
It was originally reported that the pt started to experience a loss of therapeutic effect and no stimulation 2.5 months ago. The neurostimulator off light was indicated. The pt was able to decrease stimulation and turn the device on. Still was not able to feel stimulation. It was later reported that the pt's device was reprogrammed. The pt was still having issues with her device and surgical intervention has been planned to address the situation. Further info is being requested from the hcp.